Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd ultra-fine¿ insulin syringe was missing a stopper. No report of serious injury or medical intervention.

Manufacturer narrative:
Investigation summary: customer returned a photo of a 1/2cc syringe in a blister pack. Customer states that one syringe does not have a stopper. The attached photo was examined and exhibited a missing stopper in the barrel. A review of the device history record was completed for batch# 7121534. All inspections and challenges were performed per the applicable operations qc specifications. There was one (1) notification (B)(4) noted that did not pertain to the complaint. Based on the samples / photo(s) received the investigation concluded: -confirmed: bd was able to duplicate or confirm the customer¿s indicated failure investigation conclusion: at the stopper assembly on the metro machine as the dial for the plunger comes around for the marriage of the stopper to plunger, a plunger could get hung up in the dial and not allow the stopper to assemble to the plunger.

Event description:
It was reported that a bd ultra-fine¿ insulin syringe was missing a stopper. No report of serious injury or medical intervention.